Event description:
Device malfunction: hole in balloon. Time of malfunction: during the procedure. Symptoms/ae: none. The abbott vascular sales representative received the device at the account with an unsigned note. There was no contact information provided for follow up. The agiltrac device was returned for evaluation with a note stating 'defective'. No additional information was available. Returned product analysis found a hole in the balloon at the proximal edge of the distal marker.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the balloon and on the side arm. There was contrast in the balloon. The balloon had relaxed folds. There was a 2 mm radial scratch in the balloon, over the proximal marker. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used in an attempt to inflate the balloon, but the balloon would not inflate. The balloon catheter was left pressurized for four days and would not inflate. After the shaft was dissected at the distal end of the strain relief tubing, fluid was flushed through the inflation port of the sidearm and out through the distal end of the strain relief tubing with no resistance. There was dried blood present in the inflation lumen of the dissected shaft. After the shaft was dissected 36 cm proximal to the proximal seal, a luer was attached to the shaft and using the indeflator, filled with water, an attempt was made to inflate the balloon, but the balloon would not inflate due to the dried blood in the inflation lumen. After the shaft was dissected 1.5 cm proximal to the proximal seal, an attempt was made to inflate the balloon when fluid was observed leaking from a hole in the balloon at the proximal edge of the distal marker. A radial scratch was observed on the balloon surface. There was no other damage noted to the balloon catheter. Scanning electron microscope analysis identified that the balloon failure may be attributed to mechanical damage to the outer surface. Factors that can contribute to the reported balloon pinhole include, but are not limited to, balloon damage during manufacturing, interactions with other products, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. No procedure information was provided. The mechanical damage to the balloon surface (radial scratch) suggest that the pin hole could be related to the surface damage. No manufacturing quality deficiencies were observed on the returned balloon catheter. No specific cause for the balloon rupture was identified, but the damage appears to be procedural related. A review of the device lot history record did not reveal any non-conforming material record which could have contributed to this event and all released units from this lot met acceptance criteria per on-line reliability-testing. During manufacturer, all balloon catheters are 100% visually inspected, leak tested, and pressurized to rated burst pressure.